Event description:
It was reported that bd sharps disposal lid did not close. The following information was received by the initial reporter with the following verbatim: this is a report about the sharps collector's temporary lid that does not shut properly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Sample received.

Manufacturer narrative:
Investigation summary: no problem detected. Device functioning as designed.